Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough hypercoate, whisper ms; guide catheter: axess 6f ebu3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure, a 2.75x8 nc trek rx balloon dilatation catheter (bdc) was advanced with slight resistance felt, but no force applied, to a moderately calcified, concentric, 99% stenosed, de novo, 18-millimeter (mm) long lesion in the moderately tortuous proximal, 3.0mm left circumflex coronary artery to perform pre-dilatation. During the 1st inflation to 10 atmospheres (atm), the balloon ruptured. The nc trek rx bdc was withdrawn from the anatomy without resistance and the balloon was noted visually to have a pinhole. A 3.0x8 nc trek rx was able to successfully complete pre-dilatation followed by implantation of a 3.0x18 rx xience xpedition, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.